Event description:
The filter was discovered to have migrated cephaled 3-3.5 cm, one vertebral body higher than the original placement. The pt was asymptomatic and was scheduled for removal. The legs of the filter were located in the rt and it renal veins. The filter was removed successfully and there was no clot present.